Manufacturer narrative:
Section a3: patient gender was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured low flow alarms on 19jun2023 prior to support being withdrawn. No other notable events or alarms were observed, and the pump appeared to have operated as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. This section also explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5, ¿alarms and troubleshooting,¿ also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A3 - gender is unknown and will be provided if additional information is received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. Whether the outcome was device or therapy related as not communicated. The log files noted a few low flow events on (B)(6) 2023 from 13:17 to 13:20 until they became constant and suddenly dropped to less than one lpm than zero lpm. That the. The log files also noted that the driveline was disconnected at (B)(6) 2023.